Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc analyzed the liquid provided from the user. As a result, omsc detected alkylsulfuric acid salt from the liquid. Alkyl sulfate is an ingredient which contained in surfactants. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, alkylsulfuric acid salt isn't an ingredient of the videoscope origin. From the above, there was the possibility that the reported phenomenon was attributed the follow causes. The chemical was residual in the instrument channel, because reprocessing or rinsing the aspiration channel was not enough.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc received an unspecified liquid. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
When the customer was inspecting the suction function of the device, the customer noticed that the liquid that the device aspirated was bubbling. Chemical might have remained in the channel of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.